Manufacturer narrative:
It was reported by the patient that multiple battery switching events and a critical battery alarm had occurred. The batteries were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the batteries was not performed since the units were not returned. Log file analysis revealed that the controller((B)(4)) in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Analysis of the data logs revealed a critical battery alarm on power one (1) on the reported event date of (B)(6) 2017 at 20:47:48, which was due to communication error between (B)(4) and the controller. As a result, the reported event was confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and (B)(4). The manufacturer has an open internal investigation to evaluate power switching. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. (B)(4). H6: FDA method code(s): 3317, 3372. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 25 (B)(4). H6: FDA method code(s): 3317, 3372. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 25 (B)(4). H6: FDA method code(s): 3317, 3372. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 25 (B)(4). H6: FDA method code(s): 3317, 3372. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced multiple beeps with no messages.

Manufacturer narrative:
Product event summary: five (5) batteries (B)(6) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(6). Momentary disconnection will result in an audible tone or "beep". Log file analysis also revealed a critical battery alarm due to a communication error involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event and "beeps" can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and (B)(6). Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: model #: 1650de / serial #: (B)(6) UDI #: asku, h3: yes, h4: mfg date: 30-apr-2016, h6: FDA method code(s): 4112, 4114, 3331 d4: model #: 1650de / serial #: (B)(6), UDI #: asku h3: yes h4: mfg date: 30-apr-2016 h6: FDA method code(s): 4112, 4114, 3331 h6: FDA conclusion code(s): 12 d4: model #: 1650de / serial #: (B)(6), UDI #: asku, h3: yes, h4: mfg date: 30-apr-2016, h6: FDA method code(s): 4112, 4114, 3331, h6: FDA conclusion code(s): 12; d4: model #: 1650de / serial #: (B)(6) UDI #: asku, h3: yes, h4: mfg date: 30-apr-2016, h6: FDA method code(s): 4112, 4114, 3331, h6: FDA conclusion code(s): 12. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date 30-apr-2017 not returned to manufacturer (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date 30-apr-2017 not returned to manufacturer (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date 30-apr-2017 not returned to manufacturer (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date 31-dec-2016 not returned to manufacturer (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that multiple battery switching events had occurred. Log files showed a critical battery alarm occurred on one of the batteries. All associated batteries were exchanged. No patient complications have been reported as a result of this event.